Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the proximal to distal left anterior descending (lad) artery. Pre-dilatation was performed with a traveler balloon and a non-abbott stent was implanted. The 5.0 x 8 mm nc traveler balloon catheter was then advanced to the lad and a 2.0 x 15 mm traveler balloon catheter was advanced to the circumflex for a kissing balloon technique. The balloon catheter was removed, but during removal, resistance was noted with the inner lumen of the guiding catheter. There was no issue with deflation of the balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: 2.0 x 15 mm traveler, stent: 3.5 x 18 mm nobori, guide wire: sion blue, sion black, guide catheter: heartrail 7f bl3.5. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us. Evaluation summary: the device was returned for evaluation. The reported difficulty was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.